Event description:
It was reported that the customer experienced a low blood glucose level (bg) of "low" on glucose monitor needing settings adjustment. Low bg was addressed by consuming carbohydrates. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.